Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard "the alarms" and was told by the clinic that "it's the lead." The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.